Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was failed. A field service engineer arrived at the medstation and found no failure icon on the screen. Attempted to extrapolate the issue from notes, which only indicated a cubie pocket lid failed to open. Asked pharmacy and nursing staff for more information, but none was available. Logged into pyxis desktop and accessed the hardware test application (hta). Opened every cubie drawer (fh and hh) to inspect. Checked for tape holding lids down and for overfilled pockets. Found a few pockets with pills stuck beneath the lid; opened those lids and adjusted medications. Checked all cubie drawers and found no further issues. Logged out of hta and rebooted pyxis. Upon return to the application, no failures were present to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user tried to recover storage space, but cubie would not open and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.